Manufacturer narrative:
This crt-d was successfully replaced, but it is unknown whether this device will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this patient went to the hospital due to hearing beeping tones. During interrogation, the physician noted that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance value of less than 20 ohms. The physician will decide how to precede in the future. Subsequently, additional information was received that a lead revision procedure took place. The physician elected to explant and replace this crt-d. It was noted that there was serum in the device pocket. There were no lesions on the associated right ventricular (rv) lead, and all connections were good. After the replacement, shock impedance values were between 52-56 ohms. There were no adverse patient effects reported.